Manufacturer narrative:
(B)(4).

Event description:
It was reported that sheath detachment occurred. The target lesion was located at the coronary artery. An opticross¿ imaging catheter was selected for use to perform the percutaneous coronary intervention (pci). However, during preparation the outer catheter got detached at about 30cm from the tip when the opticross¿ imaging catheter was inserted to an unknown guide catheter. Hence, it was separated outside the patient. Subsequently, the opticross¿ imaging catheter was pulled out intact. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the imaging window detached from the lapjoint section. Full image characterization testing and flush test cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that sheath detachment occurred. The target lesion was located at the coronary artery. An opticross¿ imaging catheter was selected for use to perform the percutaneous coronary intervention (pci). However, during preparation the outer catheter got detached at about 30cm from the tip when the opticross¿ imaging catheter was inserted to an unknown guide catheter. Hence, it was separated outside the patient. Subsequently, the opticross¿ imaging catheter was pulled out intact. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.